Event description:
Pt was undergoing an aortic valve replacement with a biological porcine valve. After the valve was implanted, the culture done on the valve before implantation showed positive cultures. The contaminated valve was then removed and replaced with a valve from another vendor.